Manufacturer narrative:
The referenced previous admission for gi bleeding from (B)(6) 2018 was reported on medwatch mfrp report # 2916596-2018-03696. The heartmate 3 lvas was implanted during the momentum 3 clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The same device is used commercially and in the ongoing momentum 3 trial. (B)(4). Approximate age of device - 41 days. The patient remains ongoing with the device. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device on (B)(6) 2018. It was reported that the patient was readmitted to the hospital for gastrointestinal (gi) bleeding and received a blood transfusion. At the time of the event, the patient's anticoagulant regimen included aspirin and warfarin. No additional information was provided.

Manufacturer narrative:
The pump remains in use supporting the patient. A correlation between the device and the report of gastrointestinal (gi) bleeding could not be conclusively determined. Bleeding is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information received (B)(6)2019 : it was reported that on (B)(6)2018 the patient was started on vancomycin 1000 milligram intravenous every 12 hours and meropenem 1000 milligram intravenous every 8 hours and stopped on (B)(6)2018 . Blood cultures and urine tests returned negative and the patient remained afebrile. The patient was discharged on(B)(6)2018 . Temperature 36.9 celsius; white blood cell count 9.1 k/cubic millimeter; no antibiotics on discharge. No further information was reported.

Manufacturer narrative:
Section b5: additional information received.

Manufacturer narrative:
Section event: additional information. The manufacturer will be closing this record.

Event description:
Additional information: it was reported that on (B)(6) 2018 the patient presented to (B)(6) hospital emergency room due to becoming ill, abdominal pain at the driveline site, and some vomiting. The patient had a fever of 39.5 degrees celsius, a heart rate (hr) of 114 bpm, hemoglobin (hgb) of 5.7 g/dl (13.0-17.5), a prothrombin time (pt) of 20.4 seconds (8.5-13.0), an inr of 1.75 (0.80-1.21) and a partial thromboplastin time (ptt) of 28.7 (25.0-37.0). The patient was taking 325 mg aspirin by mouth (po) every day (qd) and 3 mg coumadin 3 mg by mouth every day. The patient was transfused 3 units packed red blood cells (prbcs) (B)(6) 2018. A push enteroscopy on (B)(6) 2018 and a revealed no bleeds. A video capsule endoscopy on (B)(6) 2018 revealed no bleeds. The patient was discharged on (B)(6) 2018 with hgb of 7.7 g/dl, pt of 24.2, inr of 2.07, and ptt of 60.4. The patient was to take 1 mg coumadin by mouth every day and no aspirin. The site of bleeding was unknown.